Event description:
A 3x8 mm arthrex tenodesis screw ref (B)(4), lot #1143923, was being implanted by orthopedic surgeon and the tip of the screw driver broke off in patient. Based on the information provided by the arthrex representative, surgeon decided to intentionally leave the tip in. Removal would cause more damage to patient.